Event description:
Report rec'd of an incident involving a primary piggyback tubing set where the device lower clave site was connected and the silicone would not spring back. Although requested, no add'l info has become available.